Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had saline spill. There was no patient involvement as the event occurred during preventive maintenance.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.